Manufacturer narrative:
Olympus followed up with the user facility by phone and in writing to obtain additional information regarding the reported event, but no response was provided. The device referenced in this report was not returned to olympus for evaluation. The user facility has removed the modified device from use, and ordered a replacement. The device was said to remain at the user facility. Based on the information provided, the maj-855 auxiliary water tube was modified by an unknown person or persons, and the proximal connector was replaced with the proximal connector from the mh-974 washing tube. An olympus endoscopy support specialist has provided the facility with information regarding the appropriate reprocessing of the equipment, and is scheduled to provide additional follow-up in service training on appropriate reprocessing procedures for endoscopes and endoscope accessories. If the device is returned for evaluation, or if significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus became aware that a user facility was performing procedures with a modified maj-855 that did not contain a one-way valve. User facility personnel also indicated that they were not reprocessing the maj-855 auxiliary water tubes in accordance with the device instructions for use, as the devices were not reprocessed following each use. There were no reports of infections or other adverse impacts said to be associated with this event.